Event description:
It was reported that the device would power on/off by itself. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined.